Manufacturer narrative:
(B)(4). Batch #: u5f877. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60t reload not loaded on the device. The reload was received partially fired 1/16, with 2 double drivers out of position. The returned device and a test reload were tested for functionality in the straight position by reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. No conclusion could be reached reach as to how the drivers became out of position.

Event description:
It was reported that during a sleeve gastrectomy, the surgeon successfully fired our plee60a w/ black gst 60 reload on the first firing. On the second w/ a black reload, the knife blade started to advance and then locked out. At that point, the surgeon used the reverse button on the side of the device successfully and removed the device and reload from the patient. The stapler was set aside and the procedure was finished w/ medtronic signia minus the final firing. Surgeon used the same failed device w/ a new reload on the final firing w/ success. Its our assumption that the reload was bumped during loading thus activating the safety feature within the device. The failed reload from earlier in the case was retained and will be sent in with the stapler. Patient is fine and doing ok. Procedure was delayed by five minutes. There were no adverse consequences for the patient.